Manufacturer narrative:
The ess visited the user facility and provided a reprocessing training on-site on (B)(6) 2017. No reprocessing deviations were noted.

Manufacturer narrative:
No device was returned to olympus for evaluation. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information has been provided. In addition, an olympus endoscopy support specialist was requested to be dispatched to the user facility to observe the staff¿s reprocessing practice as well as provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The cause of the reported event could not be conclusively determined. Olympus will continue to investigate this event and will provide an update if additional information is received.

Event description:
Olympus was informed that a few days after a colonoscopy procedure, a patient may have contracted clostridium difficile colitis (c. Diff). It was further reported that no patient infection occurred with our device and that the patient contracted the infection at a different hospital. The name of the hospital is unknown. The model and serial number of the scope used on the patient is also unknown.